Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, upon interrogation there were many episodes of undersensing noted which led to the misinterpretation of bradycardia and asystole episodes. There were also difficulties with the telemetry during the interrogation. The patient went in for another follow-up at a later date, and there were no further issues noted, therefore no further intervention was taken. The patient was stable with no consequences.